Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The patient was brought into the clinic for further interrogation. It was noted that the right atrial lead exhibited noise oversensing. The lead was capped and replaced. The patient was stable during and post procedure.